Event description:
The customer reported that the system is freezing and shutting off. It is also not making an exposure and making a low beeping noise. Additionally, an error message appeared.

Manufacturer narrative:
The ge service powered up unit outside of or. About 5 minutes after bootup, the unit made a constant alarm tone and an error message appeared on the screen, "6800 system error detected, x-ray on error, x-rays are disabled. Touch ok or alarm reset to reset alarm". The unit was on for 15 minutes without alarm and able to fluoro. The rep noticed a plug blade bent. He repaired the plug then verified the strapping was ok. The system operates as intended.